Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited high capture threshold, low sensing, and low pacing impedance. The patient was brought into the clinic. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure.